Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a cesarean section in the obstetrics operating room, the absorbable suture was used to close the uterine incision. During suturing, the needle separated from the suture, making it impossible to continue the procedure. Another suture was immediately replaced, and the uterine incision was successfully closed. The surgery was extended by approximately 15 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a cesarean section in the obstetrics operating room, the absorbable suture was used to close the uterine incision. During suturing, the needle separated from the suture, making it impossible to continue the procedure. Another suture was immediately replaced, and the uterine incision was successfully closed. It was noted that the procedure was prolonged.